Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, low, out-of-range pacing impedance was noted on the right atrial (ra) lead. During device replacement for normal battery depletion, insulation damage was observed on the ra lead. The ra lead was capped and remains implanted. The patient was stable with no consequences.